Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with difficulty breathing. Initially, the nurse suspected a pocket infection. It was later observed that the implantable pulse generator (ipg) site was normal. The concern of infection turned to the patient's peripherally inserted central cathetic (PICC) line. Later that morning, an echocardiogram confirmed with pericardial effusion. Pericardiocentesis was performed successfully. A device check was performed and the right atrial (ra) lead was found to be exhibiting high thresholds. No reprogramming took place as the threshold was interrogated the following morning and the threshold was normal. The lead remains in use. No further patient complications have been reported as a result of this event.